Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a dislodged right atrial lead. No allegations were noted against the lead. Lead was explanted and replaced successfully. Patient condition was stable before, after, and during procedure.